Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion mechanism did not function as expected. The user reported significant movement of the occlusion knob while the gut was rotating. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.